Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter at 9:47 pm. The consumer administered 8 units of insulin. At 11:52 pm tested again getting a reading of 461 mg/dl and the consumer administered another 4 units of insulin. At 12:38 am, she tested again getting a result of 345 mg/dl. At 3:30 am, the consumer called paramedics who tested the consumer using their blood glucose meter getting a reading of 37 mg/dl. It was found during the call, the test strips may have been opened longer than the 90 days per our direction for use. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.